Manufacturer narrative:
Complaint confirmed. One unpackaged ar-8934bnf serial/batch number 15019683 was received for evaluation. No functional test applies to this device. Visual evaluation of the driver shaft and handle found not issues. An inspection of the 3mm bio found that the implant lost the geometry of the thread. The implant was deformed. No damage was observed on the sutures. Per customer information, the patient's bone quality was described as "lower than moderate" according to dfu-0054 at revision 0. C. Contraindications. 1. Insufficient quantity or quality of bone. The most likely cause(s) for the reported failure can be a user error, improper bone preparation, or misaligned insertion. Per dfu-0054 at revision 0. G. Precautions. 1. Surgeons must apply their professional judgment when determining the appropriate suture-anchor type and size based on the specific indication, preferred surgical technique, and patient history. 5. Insert the anchor with the same orientation as that of the prepared drilled bone hole to avoid damage to the anchor. 6. Suturetak and fibertak suture anchors only: anchors loaded on flexible drivers: the drill guide tip must remain in contact with the bone surface during the drilling and implant impaction steps of the procedure. Failure to do so may result in difficulty seating the implant to its intended depth.

Event description:
On 01/02/2024, it was reported by an arthrex subsidiary employee via email that an ar-8934bnf suture anchor pulled out during insertion. The case was completed using another ar-8934bnf with unknown lot numbers.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.